Event description:
A 3.5 x 12 mm sprinter legend rapid exchange (rx) balloon was used during a procedure to pre-dilate a lesion in the mid rca with 90% stenosis. The sprinter legend balloon was inflated to 8 atm. The target lesion exhibited 90% stenosis. A grade a dissection is reported to have occurred following pre-treatment. 50% stenosis remained following pre-dilation. A 4.0 x 38 mm endeavor resolute rx drug-eluting stent was then successfully implanted in the mid rca. Post-dilation was performed with a 4.0 x 27 mm nc sprinter balloon. No other clinical sequeale were reported.

Manufacturer narrative:
Evaluation, results: (B)(4) patient's condition affected effectiveness of device (target lesion exhibited 90% stenosis - morphology of lesion has most likely contributed to vessel dissection), (B)(6) inherent risk of procedure (dissection). Evaluation, conclusions: (B)(4) device failure/lack of effectiveness related to patient condition (target lesion exhibited 90% stenosis - morphology of lesion has most likely contributed to vessel dissection). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.